Manufacturer narrative:
Investigation results were made available. The device reported in this medwatch has been moved to the associated devices during investigation of the case, as it s not the main device related to the event. The case (B)(4) is further reported in MFR 0009613350-2018-00448. Please disregard this report. Zimmer biomet's reference number of this file is (B)(4).

Event description:
The device reported in this medwatch has been moved to the associated devices during investigation of the case, as it s not the main device related to the event. The case (B)(4) is further reported in MFR 0009613350-2018-00448.

Manufacturer narrative:
Concomitant medical products: item: unknown revitan proximal stem, item#: unknown, lot#: unknown. Item: unknown biolox delta head, item#: unknown, lot#: unknown. Item: unknown cup, item#: unknown, lot#: unknown. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. As no lot number was provided, the device history records could not be reviewed. An e-mail requesting the following additional information was sent on march 29, 2018 to the appropriate representatives. Any device identification(s) and control number(s) used (ref; lot); implant date surgical reports other reports (stickers) all available x-rays during time in- vivo with printed date all available intraoperative pictures a cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e fitmore hip stem a) are marketed in USA, and therefore this report was filed. The following reports are associated with this event: 0009613350-2018-00448. (B)(4).

Event description:
It was reported that the patient underwent to revision surgery due to fracture of the revitan stem.